Manufacturer narrative:
Follow-up info received on (B)(6) 2014 from consumer: consumer's info added; initials, age, weight and height. She reported that had an ectopic pregnancy on 1996. She was gravida 4 and par 2, with one spontaneous abortion. No other relevant history or concurrent conditions. Essure was inserted on(B)(4) 2012, lot number 922603 and model ess305. The procedure was not done after a pregnancy. Consumer used condoms as back-up contraception until the confirmation test; she reported that she did not get the test hsg (hysterosalpingogram) done because she heard that it needs to be done within 7 days after menstruation. Every time she tried during that period they couldn't get her in, then she gave it up. Consumer confirmed all events previously reported and added neck pain as complaint. She stated that her symptoms started less than a year after insertion. She had chiropractic treatment for neck pain. Consumer also stated that she was seeing her physician and after everything was put together she saw another physician who immediately scheduled her for surgery. In end of (B)(6) 2014, it was confirmed that essure was in the incorrect position by ultrasound. She reported that on the right side the coil was protruding through the tube and that's why she had the pinching pain. On the left side was the fragment. Consumer reported that a partial perforation occurred and no organ was affected. She did not know if the perforation occurred during the insertion procedure. On (B)(6) 2014, essure devices were removed by vaginal hysterectomy; the fallopian tubes were also removed. She did not had the pathology tests with her, her doctor has. She also reported that an x-ray was done after surgery and found some pieces of coil still left inside. She had it removed on (B)(6) 2014. She stated that she was still recovering from the procedure at time of the report. She reported that she was no hospitalized. After the surgery she felt better except for fatigue from the surgery. She stated that had no pain, no cramping, the pain to her feet felt better, the backache was gone and everything was ok except for the fatigue. Consumer stated that essure caused her condition. Follow-up from (B)(6) 2014: quality department provided result of product technical complaint analysis (company (B)(4) ): batch number (B)(4). Final assessment: when a term like 'fragment' is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be 'broken', or if a different portion of the delivery catheter was broken off inside the patient. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, one would inspect the micro­ insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. It was not possible to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. The case also reported breakage and treatment noncompliance which are not necessarily indicative of a quality defect. Two (2) additional ae case reports have been received to date in relation to batch number (B)(4) but only one of these cases refers to two (2) similar medical events. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded 'unconfirmed quality defect' and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company internal review on (B)(6) 2014: the event: on left side was the fragment- xray after the surgery found some pieces of coil still left inside was amended to listed (anticipated) according to ptc results. Follow-up from (B)(6) 2014: the required number of follow-up attempts has been made, with no response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014, who had essure (fallopian tube occlusion insert) inserted and experienced the following events. In 2012, the consumer had essure (fallopian tube occlusion insert) inserted and ever since started experiencing extreme fatigue, pinching on both sides of her abdomen, abdominal cramping, irregular periods, headaches, depression, right leg pain and backache. Hospitalization was described, however, it was not related to a specified event. After consulting with her gynecologist and therapist, hysterectomy was recommended. She was scheduled for the surgery (which was not performed until the report). She stated that if she would have been made aware of these side effects, she would not have opted for essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("partially perforated the tube on the right - the right side the coil was protruding through the tube"), complication associated with device ("complications caused by the essure"), device breakage ("on left side was the fragment - xray after the surgery found some pieces of coil still left inside") and back pain ("backache") in a (B)(6) female patient who had essure (batch no. 922603) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not get the test done" in 2012. The patient's past medical history included multigravida, parity 2, ectopic pregnancy in 1996 and abortion spontaneous. Consumer used condoms as back-up contraception until the confirmation test; she reported that she did not get the test hsg (hysterosalpingogram) done because she heard that it needs to be done within 7 days after menstruation. Every time she tried during that period they couldn`t get her in, then she gave it up. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion hospitalization), abdominal pain ("pinching on both sides of my abdomen / abdominal pain"), pelvic pain ("abdominal cramping /chronic cramping/ chronic pelvic pain"), menstruation irregular ("irregular periods"), headache ("headaches"), depression ("depression") with fatigue and pain in extremity ("right leg pain and feet pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue due to surgery"). On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy to remove the essure on (B)(6) 2014; the fallopian tubes were also removed.), surgery (additional surgery(nos) on (B)(6) 2014 due to complications caused by the essure), surgery and alternative therapy (chiropractic treatment). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation was resolving, the complication associated with device outcome was unknown, the device breakage, back pain, abdominal pain, pelvic pain and neck pain had resolved, the menstruation irregular, headache and depression had resolved, the pain in extremity was resolving and the fatigue had not resolved. The reporter considered abdominal pain, back pain, complication associated with device, depression, device breakage, fallopian tube perforation, fatigue, headache, menstruation irregular, neck pain, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). In (B)(6) 2014, it was confirmed that essure was in the incorrect position by ultrasound. On the right side the coil was protruding through the tube. On the left side was the fragment. On unspecified date, an x-ray was done after surgery and found some pieces of coil still left inside the consumer. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. No CAPA investigation is required. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. The medical events reported are not necessarily indicative of a quality defect. The case also reported breakage and treatment noncompliance which are not necessarily indicative of a quality defect. Two (2) additional ae case reports have been received to date in relation to batch number 922603 but only one of these cases refers to two (2) similar medical events. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2017: legal claim was received, essure insertion and removal dates were updated. New event "complications caused by the essure" was added. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it partially perforated the tube on the right - the right side the coil was protruding through the tube (interpreted as fallopian tube perforation), on left side was the fragment - xray after the surgery found some pieces of coil still left inside (interpreted as device breakage) and she also had backache. Essure devices were removed via vaginal hysterectomy. Follow-up information revealed that she suffered from complication associated with device ("complications caused by the essure") and because of these an additional surgery was necessary. All events are serious, backache due to hospitalization, the other events due to their medical significance. All events are anticipated according to the reference safety information for essure. Device breakage was considered anticipated upon receipt of the product technical analysis. The exact date and mechanism of the device breakage and fallopian tube perforation were not reported. Considering the nature of the reported events causality with essure cannot be excluded. Complication associated with device was not further specified. Considering that the complication was caused by the device, causality with essure cannot be excluded. This case was regarded as incident since a device removal and further intervention was required. Based on the information available, there is no reason to suspect a quality defect. An updated product technical analysis has been requested.